Manufacturer narrative:
Sample was requested from the distributor, but was not returned to ge healthcare until (B)(4) 2011. Manufacturer test results confirmed the output was out of specification on (B)(4) 2011.

Event description:
During testing of the vaporizer a ge healthcare service representative noted that the output was not within specification. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.